Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and stimulating needle with no evidence to indicate a manufacturing related issue. The customer did provide a photo that appears to show a damaged epidural catheter running through a stimulating needle. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter has been torn when being withdrawn through the needle. It was removed in its entirety, no pieces remained in the patient. No harm occurred. The patient did have to undergo a second procedure to place a new catheter."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the catheter has been torn when being withdrawn through the needle. It was removed in its entirety, no pieces remained in the patient. No harm occurred. The patient did have to undergo a second procedure to place a new catheter."